Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous cx. The device could not cross the lesion and was attempted to be withdrawn, but the stent was bunched up and could not be pulled back through the guide catheter. Everything had to be removed and a snare was used to pull the entire stent balloon out.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected instrument was returned together with the 6f guiding catheter, 6f introducer sheath, 0.014 inch guidewire and the snare used in the intervention. In as-returned state the balloon and the stent were located at the distal end of the guiding catheter. The stent is severely elongated, and several struts are bent. Judging from the x-ray markers the stent is displaced on the balloon by about 6 mm in distal direction. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. Moreover, the hypotube has fractured. The device hub and a part of the hypotube were not returned. The returned guiding catheter and introducer sheath show severe deformations at their distal ends. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause was determined.